Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarms, which were reproduced. The alarm was confirmed through a review of the event history log and found to be caused by continuity on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.